Manufacturer narrative:
The following devices were also listed in this report: tri ts femur sz5 left; cat# 5512-f-501; lot# aau9i; triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# 0057238a; triathlon femoral distal augment 5mm - size 5 left; cat# 5540-a-501; lot# ikyv qty. 2; triathlon symmetric x3 patella; cat# 5550-g-391; lot# dj9d; tri ts baseplate size 6; cat# 5521-b-600; lot# wzyta; tri press-fit stem 17x150mm; cat# 5566-s-017; lot# m9s48d; tri post augment sz5 10mm; cat# 5544-a-500; lot# agu4y; triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# 0051702j; tri press-fit stem 16x150mm; cat# 5566-s-016; lot# 0045965l; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Product history review: all products in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the reported lot and sterile lot. Conclusions: the reported event could not be confirmed nor the root cause determined as insufficient information were provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. No further investigation for this event is possible at this time. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. If additional information and/or product becomes available, this investigation will be reopened. Device not available.

Event description:
It was reported that patient's left knee was revised due to possible infection.